Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a myocardial infarction on or about (B)(6) 2007 and subsequently expired after the use of the product.